Event description:
Patient reported that, 2 weeks ago their infusion set pulled apart. Patient stated that, at the time of the event, their blood glucose was elevated (approximately 300 mg/dl). They self-treated by changing their infusion site, and delivering a bolus.